Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) was dispatched on site and could not confirm the reported condition. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler which could not function properly. Reportedly, water exiting from the patient side pump resulted warm, with in-line water remaining cold, and water was not able to be drawn back into the 3t on the patient side. The event occurred during procedure. There was no patient injury.